Manufacturer narrative:
Voluntary medwatch report received: mw5159850.

Event description:
A voluntary medwatch report states that the left ventricular lead had been failing to capture. No intervention was performed. There were no patient consequences.